Event description:
The patient reported experiencing blood glucose (bg) as high as 31 mmol/l; the patient denied having symptoms or ketones. The patient reported that he recently underwent open heart surgery. The pump settings were confirmed to be correct; the patient stated that the pump settings were not changed in some time. The patient confirmed he had no issues with the site or bent cannulas. The patient reported that he did not have a protocol from his health care provider (hcp) for correcting elevated bg using syringes. Customer support advised the patient to contact his hcp to get a protocol for correcting elevated bg; the patient was also advised that it appeared that the pump was working accurately. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. Unrelated to the complaint, rebooting was observed in the pump history. Evaluation revealed that the battery compartment was cracked and the battery cap threads were stripped. This issue is not likely to cause an adverse event, as it is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.